Manufacturer narrative:
Age at time of event: 18 years or older

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.